Event description:
A sentrant sheath was used as a conduit during an endovascular procedure. It was reported during the index procedure, during preparation for insertion of the contra lateral limb, when the sentrant 16fr was advanced, blood leakage from the haemostatic valve was observed. No blood loss occurred. Since two units had been prepared, the remaining unit was used and the procedure was continued and completed. Per the physician the cause of the leak is undetermined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.